Event description:
The account alleged that the knee feature was all the way up and will not go down. When he manually cranked the knee down and plugged the bed in, the knee ran up unintentionally.

Manufacturer narrative:
The account isolated the issue to the right siderail. The account replaced the knee switch to resolve the problem.